Event description:
It was reported that the health care professional (hcp) performed a query on delay in therapy or inability to revert ventricular fibrillation (vf) for this implantable device. The device model and serial number was not provided. Further information was requested, however, no additional details were provided after due diligence was completed. No adverse patient effects were reported.